Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump buttons were not responding. Customer's blood glucose value was unknown. The customer reported that the insulin pump was exposed to water and the buttons were not responding. The customer also reported that the time advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive all buttons due to moisture damage on lcd board during visual inspection.